Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, the fiber was normal, but halfway through the surgery, there was a rupture, and it broke. This event occurred outside the patient, the fiber was replaced, and procedure was completed with another of the same fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the returned fiber identified that the fiber body was broken in two pieces, and the connector was separated from the fiber. In addition, microscope inspection found that the fiber tip is degraded and the connector has no defects. The reported event against fiber break was confirmed. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The labeling review found that the product IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. The investigation conclusion code assigned is cause traced to component failure which indicates: expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, the fiber was normal, but halfway through the surgery, there was a rupture, and it broke. This event occurred outside the patient, the fiber was replaced, and procedure was completed with another of the same fiber. There were no patient complications.